Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications, and this is consistent with damage that occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed, including output verification, sensitivity test, and pli measurements which showed normal device characteristics without any anomalies contributing to reported event of high pacing impedance, r-wave amp variation, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-36911 during the initial implant procedure, increase pacing impedance, decreased sensing and increased capture threshold were observed on the leadless pacemaker (lp). While attempt to reposition the lp, it was difficult to dock the lp and the catheter and the lp released from the catheter spontaneously. The lp was retrieved and it was noted that the helix has stretched and a tether was damaged on the catheter. A new lp and catheter were selected and the implant was completed successfully. The patient was stable.